Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was under infusing.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion (dso) seal. During analysis, the customer's reported problem was unable to be duplicated. Run three accuracy tests, the pump was found to be within manufacturing specifications. Service recommended a full standard preventive maintenance including calibration. Based on the evidence, the complaint was not confirmed, and no fault was found.